Event description:
During a 20-minute period in 2007, a prismaflex machine removed 231 ml of fluid from a 10 kg neonate when it was programmed to remove 56 ml. The pt experienced a severe hypotensive event leading to a seizure. The pt was intubated and successfully fluid resuscitated. The nurses elected to remove the pt from the prismaflex machine when they could not determine the reason for the excessive pt fluid removal.